Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A nurse manager reported following an intraocular lens (iol) implant procedure, a patient experienced a lens that was off-centered. An additional surgical intervention was required. During this intervention it was found the haptic was 'missed'; however, the lens was centered. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received stating the lens remains in the patient's eye in the correct position. The patient is reported to have good vision at this time.